Manufacturer narrative:
Product analysis: analysis of the analyzer found that it would not communicate with the programmer and was out-of-specification-electrical. It will be sent for repair and the customer will receive a replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer returned with the programmer as an associated device subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.